Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 the following findings: during investigation, the original complaint was unable to be confirmed in the pump history or duplicated. The insulin remained was found to be correct. The pump basal delivered until the insulin remaining on the screen showed 20 units. The pump alarmed with a ¿low cartridge¿ alarm. The cartridge was removed, and 20 units was found to be remaining. Additionally, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracked dim/fading color spectrum. This report is made based on results of investigation completed on 12-jul-2019